Event description:
New information received notes that the lead was repositioned due to high threshold.

Event description:
It was reported that the lead had an increase in threshold due to a lead dislodgement. The decision was made not to reposition the lead but to adjust the output voltage. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.